Event description:
A malfunction alarm was reported by the customer, identified as malf 12, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump by providing pump reset information, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which was acknowledged and understood by the caller.